Event description:
A technician at the user facility reported that the elevator of the subject device was not working, there was low angulation, and there was a dent in the connecting tube. The issues were found when preparing the device for use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the returned device, service also found that due to a cut on the elevator wire (k-wire), the forceps raising angle did not meet specification. In addition, due to damage on the forceps elevator, the forceps would not rise. There was play in the up/down/right/left knobs, due to wear of the angle wires. The bending angulation in the up/down and left/right directions did not meet specifications due to wear of the angle wires. The connecting tube had a wrinkle and a dent. The water removal ability did not meet specification due to deformation of the nozzle. The adhesive rubber was discolored, and the universal cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to forceps elevator and around it was confirmed. The foreign material could not be identified and the root cause of the material remaining in the device could not be specified. From the information obtained, it was determined that reprocessing steps recommended in IFU were not completely conducted due to nonconformities of the device. Performance of reprocessing of the subject device was confirmed in the following reports by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization) 147p-3557, 147p-6094, 147p-6093, 066-3255, 966-0198. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. IFU (reprocessing manual) states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Clarification of the event occurrence was received stating that the event was found during the inspection phase of reprocessing cycle, and that the device could not be adequately reprocessed due to the elevator wire issues. No patient or procedure was involved or reported as impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information received. The clarified information has been updated in b5. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.